Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumpy, red, hard, sore, ecchymosis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, ecchymosis, erythema, infection, inflammation, pain and skin irritation: "precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area." This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements.¿

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the cheeks (malar area). About 5 months later, the patient developed swelling in the cheek that was also red, hard, sore, lumpy and had ecchymosis. Patient was later admitted to the hospital and was given a surgical intervention with "drainage of infection." Patient was also given IV antibiotics for the infection in the cheeks and treated with an ultrasound. No information has been received on the resolution of symptoms.